Event description:
Procedure: sternotomy, thymectomy and right upper lobe blebectomy. According to the reporter: the cartridge could not be removed while on tissue. The handle was removed from the cartridge then the cartridge had to be resected from tissue in order to remove it. The surgeon then re-used the original handle to complete the case.